Manufacturer narrative:
Product analysis: analysis was able to confirm that the encoder assembly was out of electrical specification, noting that the menu dial skipped segments when turned and the numbers on the display jumped around when the encoder was wiggled. Analysis also noted that the encoder assembly was contaminated, the hanger assembly was broken, one knob was contaminated, and six plugs were damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Report source 'company rep' should not be checked if information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) sensing button was non-functional and the parameter menu was also non-functional. The epg is expected to be returned for service. There was no patient involvement.